Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) connected the central control monitor (ccm) to lab use only (luo) testing equipment. The pst observed the ccm screen to be blank with no readable output. Using a flashlight, display function was confirmed. The pst disassembled the ccm. It was observed that the backlight illuminated when the inverter was manipulated. However, once the ccm was reassembled, the issue returned. It was determined that the ccm did not meet specification. The service repair technician (srt) replaced the ccm display. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) display went blank. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The field service representative (fsr) replaced the ccm. The unit operated to the manufacturer's specifications.